Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated two times at 6atm and 12atm accordingly. However, at second inflation, it was noted that the balloon ruptured within 10 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.